Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, once daily as a booster dose, discontinued), meropenem injection (1gm, intraperitoneal, once daily, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has not recovered from the events. The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (continued until three months). No additional information is available.